Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat stress urinary incontinence and pelvic organ prolapse. Post implantation the patient experienced pain, erosion, infection, bleeding and recurrence of prolapse and incontinence.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, abdominal pain, bladder infections, uterovaginal prolapsed, trouble walking, mesh erosion and ongoing urinary incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-06967. The same patient is represented in each medwatch.